Event description:
It was reported that the arctic sun device had failed calibration. A check of the diagnostics showed that the cause was the pressure transducer. As the manifold part was not available, the customer opted for a depot repair. Per follow up information received on 22aug2022, there was no patient involvement as it was found during calibration. A quote had been sent to customer and they will send device in for service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device had failed calibration. A check of the diagnostics showed that the cause was the pressure transducer. As the manifold part was not available, the customer opted for a depot repair. Per follow up information received on 22aug2022, there was no patient involvement as it was found during calibration. A quote had been sent to customer and they will send device in for service. Per sample evaluation results received on (B)(6) 2022, the bypass flow adjustment screw was turned all the way in cutting off bypass flow.